Event description:
It was reported that there was a product performance issue with the device; elective replacement (eri) was reached within three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products : 4574 implantable pacing lead (B)(6) 2010; 6944 implantable tachy lead (B)(6) 2010. (B)(4).